Event description:
Glucose levels were not able to become stable due to the meter not providing accurate readings. Therefore I was giving incorrect doses of insulin to myself. I am just over 3 month pregnant. Tested glucose before eating lunch with bayer meter. It was 99 and then nurse came back to room with the hospital meter and tested immediately again. It was 68. That is when I realized this might be the reason I am not able to get the correct dosing of insulin.